Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/27/2017 with the following findings: the pump powered on with functional auditory and vibratory features but the display remained blank. The complaint of call service 078 alarms could not be adequately investigated due to the blank display. The pump cover was removed and moisture corrosion was found on internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.